Manufacturer narrative:
Device evaluated by MFR: the catheter was received in a single unit shipper box, inside an opened unit carton. During visual inspection, the shipper box was found intact (no damages). The unit carton was found opened on the label end. The unit carton was damaged in the middle and on the opposite end of the label. A yellowish discoloration was noticed on the thermoform tray holding the catheter. The discoloration starts at the distal end and fades away towards the handle area. It does not cover the entire tray. The pouch was examined under magnification and no breach of the sterile barrier was found. No tears, rips or holes were observed on the pouch. There were no changes to the texture of the tray beside the observed discoloration. The manufacturing batch record review confirmed the device meat all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the while unpacking for an electrophysiology treatment procedure, the pouch for the blazer ii xp 7-110-2.5-8-8 qd std htd catheter appeared "yellowed and non-sterile". There were no patient complications as the device did not contact the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the while unpacking for an electrophysiology treatment procedure, the pouch for the blazer ii xp 7-110-2.5-8-8 qd std htd catheter appeared "yellowed and non-sterile". There were no patient complications as the device did not contact the patient.